Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was reading inaccurately low. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on an unknown date/time. She on the subject meter and observed a value of ¿26mg/dl¿ and then tested on another meter (ultramini) and obtained a reading of ¿220mg/dl¿ performed within 30 minutes of each other. The patient manages her diabetes with an unknown type of insulin through pump therapy and she continued with her usual diabetes management routine in response to the alleged issue. The patient claimed that a couple of hours later, she developed symptoms of ¿headache and sweating¿ and self-treated her symptoms with food/drink at an unknown time. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure. Replacement products have been sent to the patient and subject products are pending return for investigation. There is no indication that the subject meter caused or contributed to a serious injury. The patient¿s symptoms and treatment correlated with the readings reported on the lfs meter. However, this complaint is being reported because the meter did not meet lfs criteria for accuracy.